Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate testing (low) during preventative maintenance in biomed services. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation therefore a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.